Manufacturer narrative:
Philips service replaced the host pc monoplane revised_ii not hdd and restored the system to normal. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the host pc failure; system did not turn on on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.